Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 458 mg/dl. Customer did not performed high blood glucose reading. Customer also reported critical pump error. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump error 35 alarm noted in the pump history and critical pump error (open book image) alarm noted during testing due to moisture damage on the electronic assembly on the printed circuit board. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with cracked select button keypad overlay, minor scratched lcd window and scratched case.